Event description:
A talent stent graft system was inserted into a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Access vessels were very tight bilaterally. The left external iliac artery was heavily diseased, and the right external iliac artery side had a previously implanted graft. There were also previously-implanted stents in the right and left common iliac arteries. The pt had a previous right common iliac artery repair, a colostomy, and colostomy takedown on the left side. It was reported that the physician was trying to avoid using a conduit, given the pt's comorbidities. The physician was only able to insert a 14 fr sheath on the left side and an 18 fr sheath half-way up the right side. With pressure, the physician was able to insert a 36mm talent device up the right side, and deployment was initiated; however, during deployment, there was a clicking noise emitted from the blue handle, and the graft twisted such that the gate was not able to be cannulated. The rest of the graft was deployed in order to attempt to cannulate the gate by going over the bifurcation; however, the device accordioned upwards and became severely twisted. The nose cone was gently pulled out in order to move the stent graft downward, which allowed the graft and the gate to straighten. However, the ipsilateral unsupported ring still kinked, so then the physician ballooned that area. The anastomosis of the previous iliac graft became partially-ripped from the artery. The physician elected to repair the torn anastomosis with 2 stents from another MFR. The right limb later occluded 6 hours post-implant in the area of the unsupported ipsilateral limb. The physician elected to perform a thrombectomy, stented the unsupported area with a balloon-expandable stent, and also performed a patch angioplasty at the right common femoral artery. No additional clinical sequelae were reported, and the pt is fine. The talent delivery system was discarded by the user facility.

Manufacturer narrative:
(Intervention required) - eval results: arterial trauma/dissection/perforation, graft occlusion. Tight access vessels; previously-implanted stents in the common iliac arteries; previous right common iliac artery repair. Conclusions: tight access vessels; previously-implanted stents in the common iliac arteries; previous right common iliac artery repair.